Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11117. It was reported that catheter detachment occurred. A guidezilla¿ guide extension catheter was selected for use. However, it was noted that the collar which is the catheter connection was fractured. No patient complications reported.